Manufacturer narrative:
Lifescan has requested the return of the subject meter and stirps for evaluation, but has not yet received them.

Event description:
The pt contacted lifescan alleging that her one touch ultra meter was set to the incorrect unit of measurement (uom). The pt purchased the meter 1 yr ago from pharmacy and obtained help from the lfs customer care rep (ccr) to go through meter set-up mode. The pt was out of the country when the meter inadvertently changed from the mg/dl setting to mmol/l. She made frequent visits to a physician's office and hosp for blood glucose tests. The reporter mentioned that she had elvated blood glucose levels and at the times received treatment, however, she could not specify the result or treatments administered. Pt controls her diabetes through diet and oral medication. The pt did not allege harm. There is little info to suggest that the pt experienced injury or medical intervention due to the meter. It would have been helpful to know pt's blood glucose results, symptoms, and treatments administered during the time of concern. The ccr verifed that the pt had not used the date management software to change the uom. The reporter mentioned that the meter was originally set to the correct unit of measurement. This case is being reported as a malfunction due to fact that meter is in the wrong uom while the pt does not recall going into the meter settings. The meter was replaced.